Event description:
It was reported that when the anchor was inserted in bone following hole prep, the device would not tension the suture when turning the wheel, a back up device from smith & nephew was available and used to complete the case. No patient injuries were reported.

Manufacturer narrative:
The reported magnum 2 device, intended for use in treatment, was not returned for evaluation. Attempts were made to retrieve the product and product has yet to be received. If the product is received at a later date, this complaint will get re opened and product evaluation processed. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customers complaint cannot be confirmed. From the information provided, the device would not tension the suture when turning the wheel. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: wrong size or type of suture used. Or sutures improperly loaded. An exact root cause cannot be determined with confidence as no product was received for evaluation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.